Event description:
A rapid increase in the battery charge was reported by the customer. The pump did not unexpectedly shut down, and the battery charge remained above 5%. There was no reported adverse impact to customer's blood glucose level. The customer was advised on best practices for battery maintenance and to monitor the situation, contacting support again if the issue persists.